Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) performed a precision and hardware check, which yielded passing results. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for potassium (k) on a cobas c 503 analytical unit. The initial k result was 5.4 mmol/l and was deemed as critical high. The customer questioned the results from the sample due to a high hemolysis result (approximately 400) and repeated it. The repeat k result was 4.0 mmol/l. The hemolysis result was lower (approximately 20-30). The questionable result was not reported outside of the laboratory.